Manufacturer narrative:
Concomitant products: product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported the patient experienced an "infection in the implantation site" on (B)(6) 2016. The wound was "treated and measures were taken against the infection," though the cause of the issue was unknown. The patient's lead and implantable neurostimulator (ins) were explanted as a result of the event and the issue was resolved. There were no complaints from the physician about a device malfunction. The patient was alive with no injury at the time of report. See related report #3004209178-2016-14020. It was noted past history included scleroderma. Furthermore, part of the ins and lead wire "disintegrated," suggesting erosion as it was clarified "there were no abnormalities with the device." A culture taken on (B)(6) 2016 tested (B)(6) for (B)(6). Suturing was repeated, but the device "prolapsed;" the pocket was deeply reshaped again. However, the wound "disintegrated" again and the device prolapsed, so insertion was attempted again in a position 10 cm away from the head. However, "it disintegrated again," so it was removed. The infection since (B)(6) was assessed as "severe" and the patient was "in remission" since (B)(6) 2016. The events described in this section were all part of a sequential progression.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider, via the manufacturer representative, reported the patient had a procedure for the mucosal prolapse on (B)(6) 2016. At that time, it was confirmed that 80% of the implantable neurostimulator (ins) was exposed from the lower end of the ins and not from the sutured line. The area was sutured and the patient remained under observation. Though cultivation was not performed, it was stated that it was likely an infection. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported there was no issue with the implantable neurostimulator (ins) implant site and sutured line when the patient visited the hospital in (B)(6)2016. However, pus was observed below the pocket site with redness. About 5mm of skin was cut and the ins was exposed. The patient reportedly mentioned the ins implant site was hit and this was considered to be the possible cause of the ins exposure and pus. It was stated that the patient wished to continue with the implant. Their incontinence had worsened, so the output was increased and the patient's disease state was being monitored. In addition, the patient had a mucosal prolapse, so the physician was considering an operation. The patient's target disease was fecal incontinence. No further information was provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider, via the manufacturer representative, reported that about half of the implantable neurostimulator (ins) had been exposed from the pocket. The therapy was effective for the patient so the ins was not removed. Rather, the position of the pocket was shifted and the ins was placed again. The procedure took place in (B)(6) 2016 and the patient had been hospitalized about 10 days before and after the procedure and rested in bed. The patient was discharged on (B)(6) 2016. The cause of the infection was unknown, but it was indicated to be a contributing factor to the event. It was also noted that there had been redness observed at the lead insertion site in late (B)(6) 2015. Ointment was applied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.